Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.

Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing a power button issue not responding and a powering off during use issue while attempting to test her glucose using her one touch ultramini meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issues with the subject meter began on an unspecified time on (B)(6) 2011. She stated that she manages her diabetes with insulin (no adjustments) and due to the alleged issue, she denied making any changes to her usual treatment. The patient claimed 'immediately' after the alleged issue started, she felt 'dizzy, sweaty with a headache'. She denied receiving any form of medical treatment in response to her symptoms. During the initial call with customer service, the agent noted that the patient was using the correct test strips, there was no information of misuse of the device and the batteries did not need to be replaced. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the reported issue began.